Manufacturer narrative:
(B)(4). Conclusion: the device was returned with the cannula cap detached from the cannula tabs. The instrument was functionally tested and it worked as intended. It is possible that the cannula cap detached due to excessive forces applied to the device during use. After testing, device was disassembled and no damages were found on the internal components. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a lap inguinal hernia repair procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the device started firing correctly then jammed after 5 firings. The procedure was completed with another like device. It was found on evaluation that the cannula cap had detached from the device. There were no adverse patient consequences reported. Additional information was not provided.